Manufacturer narrative:
Upon disassembly for visual inspection, the motor assembly was corroded.

Event description:
It was reported by the user facility that sometimes prior to surgical procedures the remb electric wiredriver continues to run when no longer activated. The procedures were completed successfully with no delays, no medical interventions, and no adverse consequences reported.

Event description:
It was reported by the user facility that sometimes prior to surgical procedures, the remb electric wiredriver continues to run when no longer activated. The procedures were completed successfully with no delays, no medical interventions, and no adverse consequences reported.